Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found one haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, within the same surgery due to the lens tore during delivery into the right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens during the same surgery and the problem was resolved. The patient is happy. The cause of the event was unknown.